Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during central processing, damage was observed to the jaw of the force bipolar instrument. The customer further noted that a piece was missing from the instrument jaw. No known impact or patient consequence was reported intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed no fragments fell into the patient during last procedural use of the instrument and the patient has not returned to the hospital due to experiencing post-surgical complications related to retention of foreign material. Additionally, there was no report of patient injury during the last procedure in which the instrument was used.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip that is completely detached from its base. The broken piece was not returned with the instrument. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.